Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, and sensing noise. As received, a complete lead was returned in one piece for analysis. The reported event of sensing noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix partially extended and clogged with blood/tissue. X-ray examination found the inner coil over-torqued at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended/retracted applying torque directly to the inner coil, and helix extension length met specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued of the inner coil.

Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's right ventricular lead. Imaging confirmed lead dislodgement. During the lead revision, the lead helix was unable to retract. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.